Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: after insertion of trocar, the balloon could not inflated successfully and it could not be fixed on the abdominal wall. Operating time not extended. New one was opened to complete the case with no problem. No pt harm. Tissue damage: no. Nothing fell into the cavity. No bleeding. Sr observed the conditions of symmetry in the inflated balloon. Pt info: gender: female, age: unk, weight: unk. The customer did not report if reinforcement material was used. Confirmed that the clinical sample is being returned for investigation. When it is returned to the investigator of manufacturer: unk.

Manufacturer narrative:
(B)(4).